Manufacturer narrative:
Concomitant medical products: product ID: d224drg ICD, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had low impedance due to insulation damage. The patient had been followed at another facility and made the comment that the lead had been ¿broken¿ for years. The atrial lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.